Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported blood was noted backing up in the line, upon further examination the user noticed leaking from the safety clamp. The user reported that there was no stretching the silicone segment prior to use. There was no report of patient harm. The event occurred on the medical surgical unit.

Manufacturer narrative:
The customer¿s report of leaking from the safety clamp was confirmed. Functional testing observed a leak from the engagement of the lower fitment and pvc tubing components. Further inspection of the leaking engagement noted the tubing sides were not fully adhered along the inner wall of the lower fitment, a slight tug of the tubing observed that the tubing was able to separate from the lower fitment component. Visual inspection under magnification identified insufficient solvent along the separated tubing end; as well as the tubing depth was not likely to have been fully inserted into the lower fitment component. The root cause of the leak is insufficient solvent being applied at the engagement of the tubing during manufacturing.

Event description:
The customer reported blood was noted backing up in the line, upon further examination the user noticed leaking from the safety clamp. The user reported that there was no stretching the silicone segment prior to use. There was no report of patient harm. The event occurred on the medical surgical unit.